Event description:
Boston scientific received information from a journal article involving a case report that described an adverse event of a (B)(6) male that was presented to the hospital in (B)(6) 2010, after a brief syncopal spell. The patient's implanted device consisted of a non-guidant single chamber ICD and guidant model#0145 right ventricular (rv) defibrillation lead. Upon device interrogation, all lead diagnostic values were normal. The episode counter indicted that two tachycardia episodes had been detected. The first episode was classified as supraventricular tachycardia (svt) and the second episode was classified as ventricular tachycardia (vt). The vt episode was terminated following multiple atp attempts. The author sought to explain the mechanisms for the delayed ICD therapy and the observed sensing abnormalities. Examination of the electrogram (egm) revealed intermittent double-sensing of ventricular activation during vt. Sporadic r-wave double sensing produced a pattern of irregular r-r intervals, thereby simulating an unstable tachycardia (svt) and therapy inhibition due to programmed detection enhancement. When the rate accelerated, double sensing disappeared and the vt was appropriately detected and terminated. Reprogramming of the device was recommended by the competitor manufacturer when an integrated bipolar tachycardia lead is used. Additionally, further investigation identified conduction block to the ICD sensing electrode causing ventricular undersensing and inappropriate pacing during vt. Finally, diastolic potentials in the egm caused ventricular oversensing during rv stimulation immediately upon pace-termination of vt. The author noted that prior reports suggest f vt. The author noted that prior reports suggest that integrated bipolar ICD leads are more prone for oversensing of cardiac and non-cardiac electrical activity than true bipolar rv electrodes probably because the extended sensing field increases the odds of registering far-field electrical activity.

Manufacturer narrative:
Boston scientific received information from the journal author that the competitor device was reprogrammed. A code was provided by the competitor contact personnel which enabled specialized changes to the sensing capabilities of the device which ensured that only positive electrogram deflections were detected. This resolved the "double-sensing" issue. The reported intraventricular conduction block and diastolic potentials were not resolved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Seegers j, zabel m, sweeney mo, vollmann d. Inappropriate sensing in a single-chamber ICD "what is the mechanism" pacing and clinical electrophysiology. 2011; 34 (12): 1699-703.